Event description:
It was reported that the cartridge was not fitting properly on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. An investigation revealed an o-ring was causing the fit issue, and technical support advised the customer to remove it and clean the pump area. After removing the o-ring and successfully reloading the cartridge, the customer was able to resume insulin therapy.